Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings; the defect of the spare lamp was caused by the disconnection. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the spare lamp due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device by omsc confirmed the followings; the reported event was reproduced. Defect of the spare lamp was noted. There is possibility that the reported event was caused by the defect of the spare lamp. If additional information becomes available, this report will be supplemented.

Event description:
Main lamp of the device did not ignite and spare lamp did not work. There was no report of patient injury associated with this event.